Event description:
During routine refurbishing of an electrode belt between patients several bent pins were observed in the connector. The previous patient had used this electrode belt for a year and did not report any problems with the connector.